Event description:
It was reported that a battery depletion (bd) alert was noticed on this subcutaneous implantable cardioverter defibrillator (s-ICD) device. No data analysis from this device was performed. This device remains in service. Device replacement is planned to be performed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a battery depletion (bd) alert was noticed on this subcutaneous implantable cardioverter defibrillator (s-ICD) device. No data analysis from this device was performed. This device remains in service. Device replacement is planned to be performed. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis, as decided by the physician.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.